Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of sample or reagent in well position a6 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event.